Manufacturer narrative:
Received 1 unopened hydrosil intermittent catheter in the original unit packaging. Visual inspection noted that the catheter tip is sticking out of the side of the packaging. It appears that the packaging was not sealed. The reported event was confirmed as a manufacturing related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states: "the catheter is intended for use by patients for bladder management including urine drainage, collection and measurement. This is a single use device. Do not resterilize. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Prescription only. Do not reuse not made with natural rubber latex. Not made with pvc. Do not use if package is damaged. Sterilized using irradiation." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer received a pack of this item and one of the items packaging was ripped.